Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted (B)(6) 2002.

Event description:
It was reported that the patient experienced near syncope. The right atrial (ra) lead exhibited suspected far field r-wave (ffrw) oversensing and the p waves had diminished. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the atrial lead exhibited intermittent undersensing. The atrial capture was unable to be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.